Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours. Reported symptoms include abdominal pain, headaches, nausea, fatigue and vomiting. The patient was treated with insulin (variable rates) and intravenous fluids (saline, sodium chloride and potassium). The patient was discharged on (B)(6) 2026.